Manufacturer narrative:
Follow up information was received on 20-oct-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pain (interpreted as pelvic pain) and clotting (interpreted as genital bleeding with clots). She underwent a hysterectomy approximately 1 year after insertion. These events are anticipated in the reference safety information of essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded (related). Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. A quality-safety investigation resulted in an unconfirmed but plausible quality defect, thus a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), device expulsion ("migration of essure device location of device: uterus.") And genital haemorrhage ("clotting") in a 30-year-old female patient who had essure (batch no. 798910(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion and amenorrhea (8 years). Previously administered products included for birth control: mirena from 2006 to july 2010; for an unreported indication: aspirin. Past adverse reactions to the above products included device ineffective with mirena; and rash with aspirin. Concurrent conditions included obesity, unspecified, fibromyalgia, hand pain, numbness in hand and nabothian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2010 for birth control, oxycodone hydrochloride;paracetamol (percocet) for pain as well as lidocaine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and complication of device insertion ("inability to place the essure in the left fallopian tube"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), codeine phosphate;paracetamol (tylenol with codeine no.3), magnesium, oxycodone hydrochloride;paracetamol (percocet), ranitidine hydrochloride (xanadine) and surgery (total hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, abdominal pain lower, weight increased, migraine, headache, dysmenorrhoea, dyspareunia and complication of device insertion outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, complication of device insertion, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per mr: (B)(6) 2013, stent- like device is within the confines of the bony pelvis consistent with essure devices. The one on the left app cars rather lateral in position possibly outside of the confines of the fallopian tube. Clinical correlation is recommended. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Blood culture - on (B)(6) 2010: results: gonorrhea and chlamydia positive. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. X-ray - on (B)(6) 2011: results: chest radiograph within normal. Ultrasound pelvis: right ovary cyst. On (B)(6) 2015, encounter for pregnancy test resolved. Current weight 297bs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal haemorrhage, pain lower abdominal, device difficult to use, menorrhagia, migraines." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs received, event added- device expulsion, events onset date added. Treatment drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for permanent contraception. On (B)(6) 2011, she had an hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure and full occlusion of both tubes. Sometime after the procedure, the plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, and excessive bleeding, severe pelvic pain, and back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pain, cramping and clotting. On (B)(6) 2012, she underwent a hysterectomy. Company causality comment this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pain (interpreted as pelvic pain) and clotting (interpreted as genital bleeding with clots). She underwent a hysterectomy approximately 1 year after insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("clotting") in a 30-year-old female patient who had essure (batch no. 798910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "inability to place the essure in the left fallopian tube". The patient's past medical history included spontaneous abortion and amenorrhea (8 years). Previously administered products included for birth control: mirena from 2006 to (B)(6) 2010; for an unreported indication: aspirin. Past adverse reactions to the above products included device ineffective with mirena; and rash with aspirin. Concurrent conditions included obesity, unspecified, fibromyalgia, hand pain, numbness in hand and nabothian cyst. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2010 for birth control and oxycocet (percocet) for pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery. Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, weight increased, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per mr: (B)(6) 2013, stent- like device is within the confines of the bony pelvis consistent with essure devices. The one on the left app cars rather lateral in position possibly outside of the confines of the fallopian tube. Clinical correlation is recommended. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Blood culture - on (B)(6) 2010: gonorrhea and chlamydia positive. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. X-ray - on (B)(6) 2011: chest radiograph within normal ultrasound pelvis: right ovary cyst. On (B)(6) 2015, encounter for pregnancy test resolved. Current weight 297bs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal haemorrhage, pain lower abdominal, device difficult to use, menorrhagia, migraines." Most recent follow-up information incorporated above includes: on 21-mar-2018: reporter information was added. This case concerns 30 year old patient. Her demographic was updated. Lab data was added. Essure indication was amended. Essure lot number was added. Following events: weight gain, abnormal bleeding (vaginal/menorrhagia), migraines, headaches, dysmenorrhea (cramping) and dyspareunia were added. This case concerns 30 year old patient. Her demographic was updated. Lab data was added. Essure indication was amended. Essure lot number was added. Following events: weight gain, abnormal bleeding (vaginal/menorrhagia), migraines, headaches, dysmenorrhea (cramping) and dyspareunia and inability to place the essure in the left fallopian tube were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("clotting") in a 30-year-old female patient who had essure (batch no. 798910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spontaneous abortion and amenorrhea (8 years). Previously administered products included for birth control: mirena from 2006 to (B)(6) 2010; for an unreported indication: aspirin. Past adverse reactions to the above products included device ineffective with mirena; and rash with aspirin. Concurrent conditions included obesity, unspecified, fibromyalgia, hand pain, numbness in hand and nabothian cyst. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2010 for birth control and oxycocet (percocet) for pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menorrhagia ("abnormal bleeding (menorrhagia)") and complication of device insertion ("inability to place the essure in the left fallopian tube"). The patient was treated with surgery. Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, weight increased, migraine, headache, dysmenorrhoea, dyspareunia and complication of device insertion outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, complication of device insertion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per mr: (B)(6) 2013, stent- like device is within the confines of the bony pelvis consistent with essure devices. The one on the left app cars rather lateral in position possibly outside of the confines of the fallopian tube. Clinical correlation is recommended. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Blood culture - on (B)(6) 2010: gonorrhea and chlamydia positive. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. X-ray - on (B)(6) 2011: chest radiograph within normal ultrasound pelvis: right ovary cyst. On (B)(6) 2015, encounter for pregnancy test resolved. Current weight 297bs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal haemorrhage, pain lower abdominal, device difficult to use, menorrhagia, migraines." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: update of quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.